Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a case of bilateral trace diffuse lamellar keratitis (dlk) at three days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noticed increase in haze around lights over two days, no pain, distance and near vision are both evenly hazy. Upon follow up, reporter indicated the patient issue was resolved. There are two related reports for this patient. This report addresses the right eye, and another manufacturer report will be filed for the fellow day.